Manufacturer narrative:
Section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Lot number of modular cable has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with driveline power fault yellow wrench alarms which started at 0145am. The patient's cords were reported to be very tangled and having kinks in them when untangled. A small tear in the silicone between the entry site of the patient and the modular cable connection was also noted. It was recommended to secure the area with rescue tape. The system controller and modular cable were exchanged, which resolved the driveline power faults and new log files were sent for review confirming that the alarms resolved. Related manufacturer reference number: 2916596-2023-08484 (heartmate 3 pump) related manufacturer reference number: 2916596-2023-08485 (system controller)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned modular cable. The submitted and downloaded log files contained approximately 1 day of relevant data combined (30nov2023 ¿ 01dec2023 per the timestamps). The log files captured a driveline power fault alarm on 01dec2023 from 01:45:56 to 12:55:40 due to a pwr_a_broken fault. The alarm appeared to resolve after disconnecting the driveline. The driveline was disconnected on 01dec2023 at 14:08:11 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, cable¿s protective layers were carefully removed to inspect the underlying wires, and no issues were observed with the insulation of the wires. Further electrical testing of the wires did not reveal any issues that would have resulted in the reported event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.